Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. The insulin pump was received with stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked reservoir tube lip, cracked battery tube area, cracked battery tube threads and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had battery compartment cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.